Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the suspect drug synvisc/synvisc one cannot be excluded for the occurrence of the event of death, however, the role of other concomitant medications used by the pt, the other relevant medical history of the pt and moreover the lack of info regarding the autopsy findings of the pt and the further info lack regarding the autopsy details precludes the complete case assessment.

Event description:
This unsolicited device case from (B)(6)was received on (B)(6) 2014 from a consumer. This case concerns an (B)(6) male pt who died after receiving treatment with synvisc/synvisc one. No pas drugs, medical history, concomitant medications or concurrent condition was reported. On an unk date, the pt received treatment with synvisc/ synvisc on injection (indication, route, dose, frequency, batch/lot number and expiration date, not provided) into unspecified knee. On an unk date, the pt was taken to intense care unit. It was reported that after one week, the pt died due to an unk cause. It was unk to the reporter whether the drug was synvisc or synvisc one. The reporter showed clear uncertainty to confirm the product related to pt's death and stated that she was unable to confirm the correct product (unk if it was synvisc, synvisc one or other product). A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same.